Event description:
A report was received with the following event description: ' I arrived @ amr today in 2006, to discover 2 lp12s written-up for not being able to shock. Both devices had therapy cables with broken pins. In both cases, the pin was still in the therapy connector.; I was able to remove the pin remnant from one lp12.